Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was 583 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 358 mg/dl at the time of the incident and the current blood glucose 138 mg/dl. The customer treated with intravenous. The customer declined troubleshooting for high blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.